Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that while in the main menu of his onetouch ultra2 meter, the meter goes blank except for the option for ¿last result¿. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two to three weeks prior to contacting lfs. The patient does not manage his diabetes with oral medication or insulin; however, the patient reportedly continued with his usual diabetes management routine after the alleged issue occurred. According to the csr¿s documentation, two to three minutes after the product issue occurred the patient reportedly experienced a symptom of sweating; the patient, however, denied receiving any form of medical intervention after the alleged meter issue began. It would have been helpful to know the following: if the patient was able to continue to test his blood glucose with the subject meter and obtain and actionable blood glucose reading (despite the alleged meter issue); if the patient tested with one of his backup meters after the product issue occurred, and if so, what his result was; what the patient believed caused his symptom; what did the patient do to treat his symptom; and when did the patient¿s reported symptom abate. At the time of troubleshooting, the csr noted the reported product issue was resolved with training. A replacement meter was sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered a symptom indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.